Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed. The instrument was fully functional. No product issue was identified. A review of the logs for the vse instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show that the vse instrument was installed and passed homing 3 times. 140 cut completion events were recorded with no errors. E-100 generator logs showed 7 coag events with no errors and 166 seal events with 11 high initial starting impedance errors, which may or may not be related to the sealing complaint. The instrument was used for about 48 minutes. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument was not sealing well. The procedure was continued with no reported injury.